Event description:
On (B)(6) 2025, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. Allegedly the catheter helix and head had separated from the shaft of the catheter and when the doctor retrieved the catheter from the sheath, the helix and head were found to be inside the patient, and the doctor had to snare the missing part out of the patient successfully without any patient harm.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter with a broken helix was received. During physical investigation, the helix was found broken at 16.5 cm from the tip of the catheter at the same position where also the tube was found kinked. A clear root cause could not be identified but a damaged catheter represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the rotarex products that are cleared in the us. The pro code and 510 k number for the rotarex products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6), 2025, a patient underwent thrombectomy and atherectomy procedure using a rotarex device. Allegedly the catheter helix and head had separated from the shaft of the catheter and when the doctor retrieved the catheter from the sheath, the helix and head were found to be inside the patient, and the doctor had to snare the missing part out of the patient successfully without any patient harm.